Event description:
It has been reported that the device did not shock during a patient use event. There are no reported consequences to the patient.

Manufacturer narrative:
Updated type of reported complaint to product problem.